Event description:
It was reported that the customer's pump touchscreen was unresponsive. There was no information on whether there was an adverse impact to the customer's blood glucose levels, as the customer declined troubleshooting. The customer did not complete any pump reset, and no further actions by technical support were mentioned.